Manufacturer narrative:
The lens was inspected under a stereoscopic microscope at 15x magnification. The lens was received in three pieces, divided through the optic. When the pieces were placed together, it made a complete lens. The cross-section of the three broken pieces appeared jagged and rough indicative of cuts. No other defects, foreign materials or particles were seen on the lens. Another lens (serial number: (B)(4)) from inventory from the same batch was re-powered; this device was within specification. No defects were seen on the device. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. In terms of the suspected lens investigation, the defects seen were a result of removing the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the vision loss experienced after surgery. Another lens from inventory was also investigated; this lens was within specification, including power, and no defects were seen. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "lens was explanted from patient 12 (B)(6) 2018. After going for a follow-up the patient was complaining that his vision was blurry so the doctor removed the lens."